Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the continuity of the electrical contacts of the device was not normal by some cause.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus china and found that an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.